Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the event description there is an ongoing issue observed with the securement of line connections in recent product batches. Reportedly the newer lines appear to have a different connection design compared to previous versions, and they do not seem to secure as reliably.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Correction: the provided lot number for this complaint (a2500189) does not validate in our system. The complaint lot number is considered unknown. Investigation results: no sample and/or photos were provided for evaluation. The provided lot number a2500189 for this complaint does not validate in our system; therefore, a device history record (DHR) review could not be performed. The reported issue was unable to be confirmed. However, b. Braun medical inc. (Bbmi) has issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted